Event description:
Additional information was received indicating that following bladder outlet obstruction surgery, the patient was to have noted blistering. Plastic surgery was consulted leading to aloevera gel and urgotul dressing application. The patient recovered with no further adverse effects.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a level 1® equator® convective warming device attached to the warming blanket applied on the patient caused blisters on the skin within a time frame of 90 minutes. The patient suffered second degree burns with blisters on the abdomen and both arms. Cold compresses were applied immediately. Alovera gel dressings were applied. This event was escalated to the plastic surgeon. No other helath adverse events reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found as received in used conditions inside a plastic bag without its original packaging. The sample do not present one of the drapes. Functional testing found the samples have all the seals in place (upper and lower section), no delamination was detected an all the holes are present on the sample. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described. A four hour functional test was made in four hour intervals to four different samples during the period of the production run using a calibrator equators. No discrepancies were found during the audit. Testing and inspection was competed during machine start-up and at two hour intervals during production. Burst testing and four hour performance testing was done at four hour intervals. Internal pressure testing was done hourly. Additionally, sample testing is completed after breaks in the production run. Root cause was not able to be determined since the sample did not present any manufacturing defect. A corrective and preventative action has been opened to address the reported issue.